Manufacturer narrative:
Evaluation results: one medfusion 3500 pump was returned for investigation in used condition. The tamper seal was missing. The top case, and right plunger case were cracked. A review of the event history log showed evidence of the reported force sensor error. The customer reported product problem was replicated. The investigator concluded that the force sensor cable was torn away from the sensor block. This was attributed to specific use by the user. The following components were replaced as a result; plunger cable, top and bottom cases, right and left plunger cases, worm coupling, worm gear, motor mount, leadscrew, right and left clutch halves, and teflon washers. The device was then cleaned and calibrated. The device passed all the functional tests following the repairs.

Event description:
It was reported that the pump produced a force sensor error. There was no patient involvement.